Manufacturer narrative:
(B)(4).the device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the silicone tubing of a uv-flash solution transfer set ¿came off¿ of the twist clamp. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection and microscopic examination of the returned device noted that the tubing was separated from the spike. The cause was unable to be determined. Should additional relevant information become available, a follow up report will be submitted.